Manufacturer narrative:
E.1.; reporter and institution phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that spo2 reading is not working. It is unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
A philips remote service engineer (rse) was able to do some troubleshooting and confirmed that the spo2 port is functioning properly. The unit is equipped with a nellcor oximax spo2 module.reached out to the customer to verify the type of spo2 adapter cable being used and found that they were using the m1943al, which is not compatible with the nellcor oximax system. Informed the customer that the correct cable for this unit is the m1943nl, which is specifically compatible with nellcor oximax spo2. Performed a verification test to confirm everything is working as expected with the correct setup. Based on the information available and the testing conducted, the cause of the reported problem incompatible cable. The reported problem was confirmed. Provided the correct cable to use and the rse performed a verification test to confirm everything is working as expected with the correct setup. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.